Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown stryker left hip. Additional information has been requested and if received, will be provided in the supplemental report. Devices implanted.

Manufacturer narrative:
The patient is (B)(4) in height. An event regarding audible noise involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: there were no medical records provided for the revision surgery performed under this pi. Medical records were provided and reviewed under the crossed referenced investigation: per this review indicated: x-ray copies available for review include a series dated (B)(6) 2012, which is an ap of the pelvis and ap and lateral of the left hip, demonstrating an uncemented left total hip arthroplasty with no screws in the acetabulum. There is no loosening or lysis. The stem is in nominal position and the acetabulum is somewhat vertical at approximately 65 degrees. There is no radiographic evidence of pathology related to the left hip stem that could explain the patients pain with lying on his left side. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been (B)(4) other event for the reported lot for the same patient for pain and audible noise. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event.

Event description:
Patient reported that he experiences pain in his left hip. His hip also makes a loud squeaking noise and is hard to lay on. He feels it grinding, and finds the noise embarrassing. Per additional information received on 12/08/14 from the patient, patient condition is getting progressively worse and he has been advised from his surgeon that a revision is necessary.

Event description:
Patient reported that he experiences pain in his left hip. His hip also makes a loud squeaking noise and is hard to lay on. He feels it grinding, and finds the noise embarrassing. Per additional information received on 12/08/14 from the patient, patient condition is getting progressively worse and he has been advised from his surgeon that a revision is neccessary.